Event description:
The stem has fractured as you see in the photo of the x-ray attached. This was revised on (B)(6) 2013.

Manufacturer narrative:
Following investigation by bioengineering, notification was received that: root cause: undetermined, limited information available. The failure could have been due to a combination of unknown factors such as patient factors, surgical technique, surgical procedure and device factors. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.